Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Linked to mfg report number: 3013886523-2021-00259. Medwatch mw5174410: a patient reported, "(B)(6) shunt device placed in my head on or around 2018. Three weeks later my head began bleeding while sitting at my desk typing. I immediately went to the doctor¿s office. His pa said the staples had come apart, so she fixed it and sent me on my way. Every day after that my head hurt worse than before the surgery and continuously. I called the doctor's office daily and they told me to keep taking the prescribed medications. Finally, when they realized I was not being a baby but in serious pain, they scheduled me to come in for a scan. The scan showed I had a brain bleeding. I had to return to the hospital immediately for emergency surgery. After that surgery I didn't return to work I just stayed home and rested for seven days until my follow-up visit. I was not feeling great, but they kept saying I would be ok. When I went in for the follow up visit there was a second and more severe brain bleed this time. I had a second emergency surgery to shut off the shunt and the tubing that ran down my neck into my stomach. I suffer daily because of this event. I am losing my sight slowly. I have been on anxiety pills as well as family and medical leave act for seven years now. Every day for me is a new day, literally! I don't see how this is considered fair treatment for anyone! My life has been shortened. My quality of life is not good." Additional information was received from the patient: "I was scheduled to have a MRI and mrv on wednesday (B)(6) 2025. I had both of those scans completed. More issues have come up regarding the devices and I am currently being seen by a neurosurgeon for what will be my 5th brain surgery."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The catheter (ID ns5524) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the reported complaint could be due to incorrect material selected for this particular patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.